Event description:
During an arcr (arthroscopic rotator cuff repair) utilizing an abrader, 4.0, ep-1, dspl blade, it was reported that the blade started shedding inside the joint and making an unfamiliar noise. The joint was suctioned with irrigation to remove the metal debris; however, it is uncertain if all particulate was removed. The procedure was completed with a back-up blade. There were no reports of patient injuries or complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: one abrader, 4.0, ep-1, dspl blade was returned for evaluation. The device was visually evaluated and no scoring or galling is observed on the inner shaft of the device. The device was hand rotated and no issues were identified. The device burr head, bushing and silicone coating was observed via magnification and no scoring or damage was identified. The washers were evaluated and were found to be in good condition. The device was inserted into a dyonics 8000 mdu and functionally tested at 3000 rpms and no issue was identified. The failure mode could not be confirmed. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No further action required. (B)(4).